Event description:
It was reported on (B)(6) 2025, that a selenia dimensions mammography systems, 3d was shaking during a procedure. A field engineer examined the equipment and found loose hardware within the vertical travel assembly (vta). The field engineer tightened the loose hardware and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported.